Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this valve was explanted after approx a 6 month implant duration due to a paravalvular abscess, dehiscence, and endocarditis.